Manufacturer narrative:
Event date (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator shutdown completely during use. It was reported that the event occurred during use. There was no patient harm or injury reported as a result of the event. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 18oct2018. Date of manufacturer: 17oct2018. The customer reported that after the power was disconnected completely, the unit powered on. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date rec'd by MFR: 13may2019. The customer reported that the screen was completely blank, with no alarms, and the battery was fully charged. The customer reported that the unit would not switch back on until internal and detachable battery was disconnected and then reconnected. The field service engineer (fse) performed remote troubleshooting with the customer. The customer was asked to provide the unit¿s logs. After receiving the logs, the fse advised that the motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba, central processing unit (cpu) pcba, and the power supply be replaced. The fse replaced the recommended parts and indicated on the customer service report (csr) the correction of the reported problem. The unit was tested for system leaks, pressures, flow and oxygen accuracy, and all tests passed. The fse confirmed that the device was then within manufacturers specification. A cpu board and mc pcba were return for analysis. An investigation was performed and the reported issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.